Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited loss of capture at high pacing threshold outputs. The physician determined the rv lead had micro-dislodged from its original implant location. Due to the patient's medical history no surgical intervention was performed to address the dislodgement. The rv lead was reprogrammed and continues to remain in service. No adverse patient effects were reported.